Manufacturer narrative:
The device was manufactured april 12, 2016 ¿ april 14, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The device had been filled with 2g cefazolin in 100ml sodium chloride solution to a total fill volume of 100ml. The expected therapy time was 30 minutes; however, the reporter stated that the device completed infusion in one hour and 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.